Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There was no report of the medical intervention that the patient has received at that time. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was performed by the manufacturer. The manufacturer found small amount of dark contamination inconsistent with degraded sound abatement foam between the water tank and humidifier connection assembly. An internal visual inspection was completed by the manufacturer. The manufacturer found small amount of light discoloration in the bottom of the water tank and no evidence of degraded sound abatement foam. He device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was applied power and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found minor wear and tear on the interior of the humidifier interlock.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.